Event description:
It was reported that the system generated an unknown technical error. There was no patient involvement. (B)(4).

Manufacturer narrative:
Our investigation into this complaint is finalized. Our field service engineer (fse) visited the hospital facility. No parts were exchanged in the ventilator system and the fse upgraded the software. The ventilator was than returned for clinical use. No reoccurring events has been reported to us for this device. No additional information were obtained and no device logs were received to confirm what unknown technical error that had occurred. As a result of lack of device logs the cause has not been able to be established in this investigation.

Event description:
(B)(4).